Event description:
It was reported that initially atrial lead impedance measured less than 100 ohms and subsequently 350 ohms. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.